Manufacturer narrative:
.

Event description:
Ubogu ee, et al. Transverse myelitis associated with acinetobacter baumanii intrathecal pump catheter-related infection. Reg anesth pain med. 2003; 28, 5: 470-474.